Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The severely calcified lesion (90 percent stenosis degree) in the mildly tortuous lad was treated with an wolverine cutting balloon. Afterwards, it was attempted to place the orsiro drug-eluting stent system, but the lesion could not be passed. Therefore, a guideplus el extension catheter was used to bring the orsiro to the front of the lesion. It was tried to place the orsiro but the stent was still on the balloon but slightly out of place.